Event description:
Procedure; gastrectomy. According to the reporter: the customer states: no problem was noticed when the stapler (egiaustnd) was activated. No reinforcement material was used. It was necessary to complete the surgery with manual suture. There was extension of the surgery time by more than 30 minutes. On the second day, there was bleeding of the gastro-jejunal anastomosis treated by endoscopic with clip. On the fifth day, there was a small dehiscence of the stump of the treated duodenal resection with an extension of the time of the drainage. On the seventh day, the "grastrorafin" was performed to check the quality of the gastro-jejunal anastomosis with positive result. The surgeon did not know which unit has caused the opening of the staple line. All loading units will be returned for investigation.

Manufacturer narrative:
(B)(4).